Event description:
The customer reported the sys will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the workstation power supply. Sys operates as intended. (B) (4).